Event description:
The reporter stated that the device tubing separated. There was no reported patient injury or treatment associated with this event.

Manufacturer narrative:
The device history record was received, no non-conformities were identified. Twenty unused parts from the suspect lot were returned from the customer. These parts were visually inspected, no non-conformities or abnormalities were noted. A performance test was performed on the unused devices; all were found to meet manufacturer's specification. No failure detected and product within specification.